Manufacturer narrative:
Device evaluation result: upon receipt, the device exhibited no external visual damage or abnormal wear. The device successfully powered on when placed on the charging pad. Functional evaluation was performed by navigating multiple device menu commands, including winding and rewinding operations, all of which executed without error during the investigation. For this complaint type, the drug chamber is typically expected to show evidence of dried insulin residue; however, no such residue or contamination was observed during inspection. The reported complaint is consistent with potential supply-related issues; however, none of the suspect supplies were returned with the device for evaluation. Review of the motor log visual chart indicated historical events consistent with occlusion conditions. Without the associated supplies available for analysis, a definitive root cause could not be established, and the investigation outcome remains cause unknown. The patient complaint could not be confirmed and is considered inconclusive. Under the conditions of this investigation, including cartridge loading and unloading cycles, the device operated as designed.

Event description:
It was reported that the user experienced repeated leakage from the pump during tubing fill when using multiple prefilled cartridges from different lots, with no visible damage to the pump or disposables, and a replacement pump was arranged with user education on device management and data syncing. Customer care provided support that included guided troubleshooting and a complete supply change with new components, which did not resolve the leakage. Investigation of this case revealed persistent fluid leakage at the pump interface during priming, consistent with a device leakage problem associated with the pump and cartridge interface. No symptoms during the event reported. Outcomes included interruption of therapy that required device replacement and transition to backup therapy per healthcare provider guidance without hospitalization and medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was device-related leakage.